Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the procedure, the fiber broke near the maple when it was plugged in. Troubleshooting was performed, and it was confirmed that the break occurred close to the laser connection. The procedure was successfully completed using a replacement fiber. The affected unit is not expected to be returned, as it was disposed. No patient complications were reported.